Event description:
It was reported that there was a hole on the patient line of a homechoice cassette which resulted in a leak. This was described by the home patient (hp) as the patient line that connects to the transfer set ¿set has a hole and liquid is coming out¿. This occurred during drain one of five of peritoneal dialysis therapy. Renal therapy services (rts) advised the hp to clamp all lines and close the transfer set. Rts assisted the patient to end the therapy session and start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home 1900 n highway 201 mountain home ar 72653 united states baxter healthcare - dominican republic carretera sanchez km 18.5 parque industrial itabo, piisa haina, san cristobal 91000 dominican republic h11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.